Event description:
It was reported that the holter monitor strips displayed long pauses attributed to oversensing. The patient complained of feeling lightheaded. Lead impedance was about 290 ohms.

Manufacturer narrative:
It was reported that the ventricular sensitivity was decreasing and the oversensing disappeared. Further investigation did not reveal any lead abnormalities.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The sample was repeated and the result was still elevated. The second result was reported to the physician. The physician did not question the result. A second and third sample draw was done. Troponin I results from both subsequent draws were negative. It is unknown if treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.